Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 7 to 8 years post the initial left anatomic total shoulder arthroplasty, the patient presented with pain and redness over the shoulder. Imaging showed the glenoid component was likely loose. The consultant was satisfied that an infection of an unknown source was the reason for the glenoid loosening. The implants were removed. The glenoid was removed with forceps only, no issues. The humeral stem was well integrated and was eventually removed with a k-wire drilling to disassociate from the humerus, and a slap hammer. A spacer was inserted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.